Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange from textured to smooth.

Event description:
Healthcare professional reported ride side exchange from textured to smooth implants due to the patient¿s concern of the product and right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported, ride side exchange from textured to smooth implants, due to the patient¿s concern with the product. And capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported ride side exchange from textured to smooth implants due to the patient¿s concern with the product and capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Yellow particle observed. Crease fold observed. Red particle observed. No further actions are required as the device was implanted.